Manufacturer narrative:
Bd received one sample from the customer. Visual inspection of the returned sample found it was broken into 2 parts. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd can't finalize the root cause for this kind of failure mode.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. When using the bd pegasus¿ safety closed IV catheter system it was reported that the customer ¿got puncture in instep, no blood flashback, catheter broken after withdrawing. Patient was transferred, broken catheter was removed by operation.¿